Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2025-00702 for a similar report from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device log identified a reset on the ebent date that recovered and allowed the device to be used for the rest of the event. The device was evaluated and passed all testing successfully. The device's configuration was reset as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.